Event description:
The following was reported to davol by pt's attorney: (B)(6) 2008, pt was implanted with multiple pelvic devices including a bard ptfe mesh during an unk procedure. On (B)(6) 2008, pt was implanted with multiple non-bard pelvic devices during an unk procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that in 2008 the pt underwent an unspecified pelvic procedure, at which time multiple devices were implanted into the pt including a bard ptfe mesh. A specific device failure was not alleged and medical records have not been provided. We have contacted for initial reporter to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for eval. This MDR includes all pt, event, and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.